Event description:
A 4cm ventralex mesh patch was placed for a ventral hernia/umbilical hernia repair. Four days later, pt readmitted with partial small bowel obstruction that did not open with ng tube, enemas and stool softeners. Laparoscopy performed revealing loops of the bowel were adherent to the mesh that had not completely seated to the anterior abdominal wall. With insufflation, some of the loops fell off the mesh. A piece of bowel that was taken off the mesh. There was a reddish irritation then the serous but no apparent enteric leak. The mesh was restacked to the abdominal wall.